Event description:
It was reported that the left ventricular (lv) lead showed no capture. The lead was turned off. The patient will follow-up with the physician in one week. There is no revision planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2014; a 6935-65, implantable tachy lead, (B)(6) 2014. (B)(4).